Event description:
It was reported that the user experienced multiple low blood glucose events while using the ilet, including a nadir of 56 mg/dl lasting about 30 minutes, after a period of disrupted routine and stress; the user also noted insulin delivery and 1.09 units of insulin on board with a blood glucose of 97 mg/dl after only decaf coffee. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrates (gummies and saltine crackers) and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education, during which the user was advised to monitor glucose and resume normal routine to allow device adaptation. Investigation of this case revealed no device malfunction reported and that the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with oral glucose and that the cause of hypoglycemia remained undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.